Event description:
It was reported that during aptca treatment procedure, the quantum maverick monorail balloon ruptured at 10 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 95% restenotic lesion in a stent previously placed in the proximal to mid lad coronary artery. The lesion was crossed with a 6 fr mach 1 guide catheter. Predilatation of the lesion was insufficient with an apollo hp balloon catheter, so it was replaced with the quantum maverick monorail balloon. The quantum maverick monorail balloon was removed and replaced with a kongo balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.